Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s bg level was "high"; although specific value was not provided. The customer declined to provide additional information regarding the issue.